Event description:
It was reported by nurse that when using pulsatile flushing techniques with the ports, liquid is coming out of the blue end pieces. Writer attempted to reproduce this as this was happening with many lot numbers and was able to do so. Occurred during or after use. No harm reported, inconvenient. Patient was affected. No unexpected or prolonged care. Device contaminated with blood and/or body fluid contaminated,cytotoxic / chemotherapy,sharp it was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation